Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) was not sensing. The epg passed all incoming functional tests with no anomalies observed.

Event description:
It was reported that the external pulse generator (epg) was not sensing. The epg was returned for warranty repair. No patient complications have been reported as a result of this event.